Event description:
Same case as 2134265-2011-04624. It was reported that during a stenting treatment procedure, a balloon catheter entrapment occurred. The target lesion was in the saphenous vein graft to the obtuse marginal. The physician delivered and deployed an unknown stent over the filter wire 190. The lesion was post dilated with a 4.0x15 nc quantum apex. Upon pulling the balloon out it got stuck, it locked up on the filter wire in the ascending aorta. The balloon and wire able to be removed as a unit. The case was completed at this point. No patient complications were reported and the patients' status is fine.

Event description:
Same case as 2134265-2011-04624. It was reported that during a stenting treatment procedure a balloon catheter entrapment occurred. The target lesion was in the saphenous vein graft to the obtuse marginal. The physician delivered and deployed an unknown stent over the filter wire 190. The lesion was post dilated with a 4.0x15 nc quantum apex. Upon pulling the balloon out it got stuck, it locked up on the filter wire in the ascending aorta. The balloon and wire able to be removed as a unit. The case was completed at this point. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: as received, the protection wire, and the nc quantum apex device were hand coiled loosely inside a filterwire box, packed inside a plastic bag and inside another plastic bag. The delivery sheath and the retrieval sheath were not returned. Visual and microscopic examination revealed, the protection wire was found partially inside the nc quantum apex device. Approximately 24.5 cm of the wire was found inside the nc quantum apex device . The distal tip of the protection wire had a small j hook curve, however, it was not damaged or stretched. The filter bag was found deployed and in good condition. Dried blood was seen inside the balloon of the nc quantum apex device and inside the filter bag. There was a minor curve at the proximal end of the protection wire, however, no kinks or other damages were found on the protection wire. The od of the wire was within specifications. The wire was physical removed from the nc quantum apex device without any difficulty. There were no other issues found during the visual and microscopic inspection of the protection wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).